Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: unknown if the lens was implanted. If explanted; give date: unknown if the lens was implanted and therefore unknown if the lens was explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) had a crack when inserting into the patient's eye. There was patient contact, but patient outcome is unknown. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens holder. Visual inspection shows the product is cut in pieces, most probably to make lens removal and replacement possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during the process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.